Manufacturer narrative:
One triple lumen 5.5f pediasat catheter was returned for evaluation. Packaging and all other components were not returned. Customer report of ¿guidewire got stuck at the distal lumen hub and it was unable to insert the catheter¿ could not be confirmed during evaluation; however, brown material was observed in the distal lumen extension tube. Brown material was also observed on the surface of the optic extension tube. A 0.025¿ lab guidewire was passed tip to hub and hub to tip to the returned pediasat catheter during guidewire passage test, however, brown material was pushed out by the guidewire at the distal lumen. The size of the brown material at the distal lumen, surface of optic extension tube, and inside the distal extension tube was too small to be measured but samples of the unknown brown material were sent to chemistry for further analysis. Visual examination was performed under microscope at 10x magnification and with the unaided eye. A device history record review was completed and documented that device met all specifications upon distribution. A supplemental report will be sent with the chemistry investigation results.

Event description:
It was reported that the guidewire of the pediasat catheter got stuck at the distal lumen hub and it was unable to insert the catheter before use. The catheter was used for a pediatric patient with tetralogy of fallot. Through follow-up, the customer was aware of brown material on the catheter surface and stated that it might be povidone-iodine. The demographic information for the pediatric patient could not be obtained. There were no patient complications reported.

Manufacturer narrative:
As per chemistry analysis the sample spectra collected from the white optic extension tubing and clear distal extension tubing are both consistent with that of zein. Zein is a type of prolamin protein found in corn. This type of material is not related to any component used in the manufacturing process. In addition, eds analysis of sample of brown material from inside the distal lumen pushed out by guidewire showed presence of carbon, oxygen, sodium, aluminum, silicon, chlorine, potassium, calcium, sulfur, and iodine. The bom of the affected product model was verified and these types of materials are not related to any component used in the manufacturing process. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. In this case the customer noticed the distal lumen occlusion and it was unable to insert the catheter before use. This would prompt the clinician to use a different catheter with little delay in the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.